Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred as a result of air bubbles within the infusion set tubing. Customer's blood glucose level ranged between 288-289 mg/dl. Supply changes were performed resolving both issues.